Manufacturer narrative:
Device not returned. All information known or reasonably known to attelle has been included in this submission. Any blank fields indicate that information was unavailable.

Event description:
User reported masks appear to have "shrunk" and no longer fit properly, musty or strong odor, eyes watering, skin break and swollen lips, skin break out, headaches, and watery eyes. The masks associated with this event were decontaminated with thebattelle ccds "closed system" process.